Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed and failure analysis investigation was confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. On startup, the erbe displayed an error c-34. The visual inspection showed the erbe in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report they were getting c-34/c-00 errors when trying to use monopolar energy. The caller stated they had already power cycled the integrated electrosurgical unit erbe (erbe) generator, but the issue remained. The caller also tried moving the monopolar energy cord to the other monopolar port on the erbe but the issue remained. The isi tse recommended trying another monopolar energy cable and monopolar instrument. The caller stated they were going to swap those out. The site was completing as planned with no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: they did not know if the monopolar cord fixed the issue at the time. The customer did not have any sort of back-up erbe's, so the case had to be completed with the same one. The erbe has already been replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was confirmed based on the field evaluation.